Manufacturer narrative:
The device remained implanted in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during pocket closure at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient's heart rate was noted in be in the 20 beat per minute (bpm) range. Attempts were made in increase the patient's heart rate however were unsuccessful. It was then noted the patient did not have a pulse and cardiopulmonary resuscitation was started. Additionally a temporary pacemaker was implanted with the patient remaining mostly pulseless even with pacing. It was thought the patient may have become acidotic and possibly developed some respiratory issues. Rescue efforts were unsuccessful and the patient subsequently expired. There were no allegations related to the implanted system.